Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported unknown malignant neoplasm of the breast. This has been deemed not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported unknown malignant neoplasm of the breast. This has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on posterior and red particles on the surface of the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and wear abrasion. Base on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.